Manufacturer narrative:
A philips service engineer cleaned and reassembled the bushing (actuator) to resolve the issue. A thorough engineering investigation has been performed to identify the cause of the reported issue. The engineering team determined the failure was excessive grease application in the articulating arm.

Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips field service engineer disassembled and cleaned the solenoid to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.